Manufacturer narrative:
(B)(4). D10: item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot#: unk , serial#: unk. Item#: 00770102200, ratchet handle, lot#: unk , serial#: unk. Item#: 00770100300, autoclave case, lot#: unk , serial#: unk. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the skin graft mesher plate was damaged. An alternate device was available for use. Patient impact is unknown. Due diligence is complete as no additional information is available.